Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that during a cryo/typical flutter case, the patient developed a pericardial effusion. Patient remained hemodynamically stable the entire case. The patient went to surgery after the initial procedure to correct the problem. No further patient condition was communicated.